Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and an insulin flow-blocked alarm. The customer reported a blood glucose value of 280 mg/dl. The customer reported hyperglycemia was treated with the manual injection/insulin pen. The event involved products mmt-1886. Troubleshooting was performed for the insulin flow-block, and the customer re-attempted load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed. Troubleshooting was not performed for high blood glucose, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. Mmt-1886 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit was monitored and functioning properly. No delivery alarm during testing. The pump history file/traces download was successful using thump. No delivery alarm/insulin flow blocked alarm was found in the formatted history file from the event date. 01/11/2026 13:45:11.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8). Normalbolusamountprogrammed: 42000 (4.2 u). Bolusamountdelivered: 26500 (2.65 u). Units were cut/open and inspected no moisture damage or component damage found inside the pump. I tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with pillowing keypad overlay, cracked keypad overlay and cracked case (battery tube). Delivery anomaly-no delivery/occlusion alarm not confirmed. Damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.